Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a merlin transmission showed atp due to ventricular tachycardia. Technical support was contacted regarding reprogramming the device. The patient experienced palpitations but is in stable condition.